Event description:
The report received from the affiliate indicated that while attempting to inflate a 3.5 x 8mm cypher select + stent, the balloon did not inflate due to a hub crack and the stent was not deployed. The product was removed from the pt without difficulty and the procedure was finished successfully with another product. There was no pt injury reported. The product was requested for eval but was not returned at the time of this report.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint could not be confirmed without a product return. Although this complaint could not be confirmed, actions have been initiated to address complaints of hub crack in the cypher family.